Manufacturer narrative:
Consumer was sent a prepaid label to return the product for eval, but the consumer has not returned the product.

Event description:
Consumer alleges her humidifier smelled like burning and the bottom of the unit melted. No injuries or properly damages were reported with this incident.